Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the customer's blood glucose was running high. The customer had programmed 15 units via bolus. The caller reported that there was a cannula issue that morning. The customer had a high blood glucose reading of 600 mg/dl and when they checked the cannula, it was try. The customer had not recieved a no delivery alarm. The set was changed and the blood glucose seemed to normalize. The caller declined further troubleshooting for this issue.